Event description:
It was reported that during a right upper sublobar resection (vats) procedure, the product specialist was called to the operating room by the theatre coordinator. Upon arrival, the surgeon informed the specialist that three staple firings had been performed using the following reloads: gst45g, gst45g and gst45d. The first firing proceeded without issue. However, during the second and third firings, lung tissue was observed to be pushed completely out of the distal end of the closed and clamped jaws of the ech45c device. At the time of arrival, a second stapling device (ech45s) had already been opened. The product specialist witnessed four additional firings using gst45g reloads with no further incidents or slippage. After specimen removal, the surgeon reviewed the sites of the second and third firings and identified a torn defect (hole) in the lung tissue. This defect was repaired using a 5-0 prolene suture with a pledget, and progel was applied over the repair site. Post-procedure, the scrub nurse noted that the surgeon had coated the shaft and outer jaws of the echelon device with paraffin wax. This was done to facilitate smoother passage through the alexis retractor (applied medical). The procedure was completed successfully with a delay of about 20 minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2025 d4: batch #unk additional information was requested, and the following was obtained: 1. Is the use of paraffin wax noted in the IFU? No 2. Is this the first time you have heard of this surgeon using paraffin wax? Is this standard practice for this surgeon? Standard practice for this surgeon who has just started at (B)(6) hospital. Observing other cases he uses it on the shaft of the instrument (not the jaw), to lubricate it, facilitating its movement over a silicone surface. This is a technique he has learnt in aus. 3. Have you heard of other surgeons using paraffin wax this way before? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a97v67, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.